Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An unspecified stent was implanted to treat a target lesion. The 7.0 x40, 75cm charger balloon catheter was selected for post dilatation but during balloon inflation a stent strut caused the balloon to rupture. The balloon was removed from the patient and the procedure was completed with a different device. No patient complications were reported.